Event description:
It was reported that the pulse generator exhibited an erroneous elective replacement indicator (eri) trip alert. An eri reset was successfully performed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
New information notes the device had triggered elective replacement indicator (eri) prematurely again. The device was subsequently explanted on (B)(6) 2013.